Manufacturer narrative:
The date of the event was reported as an unknown date between december 2020 and january 2021. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) non-dehp extension sets leaked. During patient infusion, the nurses observed the set "saturating the air filter/membrane and leaking out of those spaces". The extension set is connected to an unspecified primary tubing set. The lines are primed with normal saline and attached to a non-baxter closed system transfer device. A chemotherapy medication is then added and connected to a baxter infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3 and h6 h10: the actual device was not available; however, a photograph of the samples were provided for evaluation. During visual inspection of the provided photograph, leaks in the vent of the filters were observed. Due to the nature of the sample no additional tests were performed. The reported condition was verified. However, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.